Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, during a bha, the patient lost blood pressure after implantation of a stem (without bone cement). Her blood pressure was stabilized by surgeon's proper medical steps. He stopped the bha without implantation of a head and bipolar. He noticed thrombus with an echocardiographic examination. Then, it dissipated with time.

Manufacturer narrative:
An event regarding an intraoperative decrease in blood pressure involving a restoration ha stem was reported. It was reported that the decrease in blood pressure was related to a thrombus the surgeon detected through an echocardiographic examination. There is no indication that the product reported in this investigation may have contributed to the event. No further investigation is required at this time.

Event description:
It was reported that, during a bha, the patient lost blood pressure after implantation of a stem (without bone cement). Her blood pressure was stabilized by surgeons' proper medical steps. He stopped the bha without implantation of a head and bipolar. He noticed thrombus with an echocardiographic examination. Then, it dissipated with time.